Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2007, this patient was implanted with gore excluder aaa endoprosthesis. On (B)(6), 2010, all the devices were explanted due to infection. Multiple attempts have been made to obtain additional information, none has been received.